Event description:
It was reported that the patient has expired approximately after implant duration of 73.67 months, due to unknown reasons. It is unknown if the death was device related. It was additionally reported that a second device, model #6900p, was implanted. Refer to MFR #6000002-2008-08864. Also, another device was implanted, model #2700, which is reportable on a quarterly asr. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.